Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the up, down, and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/09/2013 with the following findings: there was no damage found to the keypad. The ok, up and down arrow keypad buttons were found to be unresponsive. The keypad cover was removed; contamination was found under the contrast key contact. The pump case was removed and the keypad flex connector was found not to be fully closed. Unrelated to the complaint, the display screen was found to be dim and discolored. A new test screen was inserted and the display screen illuminated to normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.